Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, one of the tabs did not fully release from the delivery catheter system (dcs), and the implant of the valve resulted in severe paravalvular leak (pvl). A second valve (pli-10) was implanted to resolve the pvl. During the second implant, the dcs was rotated 360 degrees to allow the frame tabs to release. The implant of the second valve caused the first valve to move to a high implant position. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).